Manufacturer narrative:
The customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)12" (lifeband not present) error message was not confirmed during the functional testing but confirmed based on the review of the archive data. The reported ua12 was not replicated after clearing ua45 (not at "home" position after power-on/restart) on the autopulse platform. The probable cause for ua12 was likely due to the lifeband was not properly installed. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the driveshaft and can freely rotate after insertion. The additional customer reported complaint of the autopulse platform was difficult switching to 30:2 mode was not confirmed during functional testing. The autopulse platform was run for 7 minutes in "30:2" mode and in "continuous" mode using lrtf (large resuscitation test fixture - equivalent to 250 pound patient) without any issue. The probable cause was likely due to user error. Upon visual inspection, no physical damage was observed. The archive data review indicated several ua12 error messages on the reported complaint date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, unrelated to the reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)12" (lifeband not present) error message. Also, the customer was having difficulty switching to 30:2 mode. No patient involvement.